Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2019, the patient went to turn their stimulation on and the stimulation just about made the patient drop to their knees. The controller displayed screen 59 - cannot provide your desired intensity settings message (settings not available). It was noted the patient frequently turns their stimulation off at night and then back on in the morning, and they have not had any issues. It was also confirmed that the patient did not have any falls that may have contributed to it. They were redirected to the doctor to address the settings not available message. No further complications were reported or anticipated.